Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the patient had a cordis catheter placed in the ed and placement confirmed by chest x-ray on the morning of (B)(6) 2021 at 02:48. At 10:00 when drawing labs, the nurse attempted to draw labs off of the device and the line was aspirating air. The nurse noted that several syringes of air were aspirated. A second chest x-ray was obtained and placement again confirmed. The device was removed. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported the patient had a cordis catheter placed in the ed and placement confirmed by chest x-ray on the morning of (B)(6) 2021 at 02:48. At 10:00 when drawing labs, the nurse attempted to draw labs off of the device and the line was aspirating air. The nurse noted that several syringes of air were aspirated. A second chest x-ray was obtained and placement again confirmed. The device was removed. No patient harm reported. The patient's condition is reported as fine.